Event description:
It has been reported to philips that no operations could be made with the system. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite confirmed that the system does not work. Analysis of system log file confirm that reported malfunction. During troubleshooting, fse found issue with x-ray pc and dual switch module. The fse replaced the x-ray pc and pdu dual switch module. After replacement of x-ray pc and dual switch modules, the system was returned to use in good working order. The codes were updated based on the investigation outcome.